Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and the loss of abutment in (B)(6) 2016 during revision surgery to place a new abutment under monitored anaesthesia care on (B)(6) 2017, the surgeon was unable to locate the implant. Subsequently, a new implant and an abutment were placed at a different site.